Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate with external devices. A company representative met with the patient, the patient stated she last felt stimulation and charged a couple of months prior. The patient's scs ipg was deemed inoperable and would need to be replaced. Surgical intervention may be taken at a later date.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.